Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture " is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contracture, baker grade unknown¿.

Event description:
Patient reported left side "joints ache all over her body, specifically her back and feet" which was not device related. Healthcare professional additionally reports left side capsular contracture, baker grade unknown, "recall allergan trm-textured implants" and ¿concerns about implant related illness." Healthcare professional additionally reported ¿signs of systemic inflammation¿ which was not device related. Device has been explanted and discarded.

Manufacturer narrative:
Visual device evaluation: "visual analysis of the photographs identified: device patch with lot number 2763481, red and white encapsulation. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode."

Event description:
Patient reported left side "joints ache all over her body, specifically her back and feet" which was not device related. Healthcare professional additionally reports left side capsular contracture, baker grade unknown, "recall allergan trm-textured implants" and ¿concerns about implant related illness." Healthcare professional additionally reported ¿signs of systemic inflammation¿ which was not device related. Device has been explanted and discarded.